Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted on (B)(6) 2026. On the same day, it was reported that the patient experienced inaccurate cgm values. The day of the event the patient cgm reading would have been inaccurate, but no specific cgm reading was reported from the event. The patient stated that the inaccuracy led to hyperglycemia, resulting in diabetic ketoacidosis. The patient went to the emergency room (ER) and when a fingerstick was taken, the blood glucose reading was 23.0 mmol/l. The patient was treated with intravenous insulin. The patient was discharged after 3 days. At the time of the report the patient´s current condition was unknown. No other details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Manufacturer narrative:
H2 correction/ additional information. H6 health effect - clinical code - additional. H11 correction. Diabetes mellitus is a known cause of hypoglycemia and diabetic ketoacidosis.

Event description:
Subsequent to the initial MDR, additional information became available.

Manufacturer narrative:
H2 correction. H6 health effect clinical code - correction.

Event description:
Subsequent to the supplemental MDR, a correction is required.